Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 476 mg/dl. The customer stated that prior to the event she received several no delivery alarms on the insulin pump. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime test. The customer stated that she thinks the likely cause of the event was a site-related problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.